Event description:
User received erroneous tsh results for three patient samples. Two examples were provided. Initial result 0.050 miu/ml; sample repeated with dilution gave 125.960 miu/ml. Erroneous results were reported, but corrected reports were sent and patients were not affected. The field service representative determined a sample probe wire was damaged and the liquid level detection board was not performing. He replaced the liquid level detection board and sample probe. Performance tests were performed which were within specification.

Event description:
User received erroneous tsh results for three patient samples. Two examples were provided. Initial result 0.050 miu/ml; repeat gave 1.320 miu/ml. Erroneous results were reported, but corrected reports were sent and patients were not affected. The field service representative determined a sample probe wire was damaged and the liquid level detection board was not performing. He replaced the liquid level detection board and sample probe. Performance tests were performed which were within specification.